Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving 10 mg/ml compounded morphine at a dose of 1.9 mg/day, 3000 mcg/ml clonidine at a dose of 635 mcg/day, and 12 mg/ml bupivacaine at a dose of 2.3 mg/day via an implantable pump. Indication for use was non-malignant pain the date of the event was unknown. It was reported the patient had an infected pump in the left lower quadrant (llq). The pump was re-implanted on (B)(6) 2016 and was moved to the right lower quadrant (rlq).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.